Event description:
It was reported that the device exhibited a constant pressure alarm. Per reporter, the device was reported to give a constant air alarm via internal reporting system for inspection/repair. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been in service in the past 12 months. Visual and functional tests were performed. The customer¿s problem was not confirmed. No high-pressure alarms were identified during the long test. The root cause of the problem was unknown. As a preventative measure, the device sensors will be calibrated.